Event description:
Caller reported an occlusion alarm that resulted in customer¿s blood glucose level displaying as "high" a specific value was not provided. Customer self-managed high blood glucose with a correction bolus via the pump. To resolve the occlusion issue, customer changed the infusion set and cartridge and resumed insulin delivery.